Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, e.3, h.6, and h.10. Investigation: a disposable history search found no other reports of similar issues associated with this lot. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Event description:
Since this adverse event occurred during a clinical trial, only the subject ID was provided.

Manufacturer narrative:
Investigation: the study ID is (B)(6). Investigation is in process. A follow-up report will be provided.

Event description:
During a terumo bct clinical trial from (B)(6), a patient undergoing a procedure on spectra optia device experienced cardiac insufficiency. The procedure was stopped and the patient was given a 5% glucose injection, a calcium gluconate injection, a methylprednisolone sodium succinate needle and a calcium gluconate injection. The procedure was reported as "not successed". Per the clinical trial report, the subject was recovering. Patient age, gender, and weight are not available at this time. The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.